Event description:
It was reported that the patient had surgery without putting the ipg in surgery mode, as a result the ipg became inoperable. Attempts to recover the device were not successful. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Manufacturer narrative:
Correction b5: additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable. Replacement completed on (B)(6) 2026.

Event description:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity; therefore, this device is no longer considered reportable. Replacement completed on (B)(6) 2026.